Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a button/keypad issue. There was no additional information provided and troubleshooting could not be completed at the time of the call. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding intermittently to user presses. There was no physical damage on the keypad. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. In addition, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).